Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 500 mg/dl. The customer's believed their high blood glucose was caused by a stomach virus. The customer's blood glucose was 379 mg/dl at the time of the call. Customer treated their blood glucose with water. It was also found the customer would get angry from their high blood glucose. Troubleshooting found the customer's insulin pump had several no delivery alarms. Customer also reported their insulin pump failed a high pressure test twice during troubleshooting. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. No unexpected no delivery alarms noted. The insulin pump was received with minor scratches on lcd window.